Event description:
It was reported that a flogard infusion pump had an occlusion alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. Functional testing revealed that the device had a downstream occlusion alarm. The cause of the condition was determined to be an out of calibration safety clamp shim. To correct the condition, the safety clamp shim was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.